Event description:
My husband had a medtronic 8840 synchromed ii pump model number 8637-20 20 ml, catheter model 8731 installed on (B)(6) 2007. It was installed by dr. (B)(6). My husband immediately began experiencing terrible side effects. He was unable to remain awake day or night. He suffered severe neurological problems. The doctor increased the amount of medicine at each pump refill even being told all the problems he was having. We were never informed of the FDA recall on this pump and catheter by this doctor or medtronic. We moved out of state in (B)(6) 2012. His new doctor has never told us of the recall nor the many medtronic representatives we have spoken to. My husband was told he needed a new pump in 2013 after the alarm went off on his pump. An 8840 synchromed ii model number 8637-40 was installed leaving the old catheter. For the last 12 months the pump has been malfunctioning. It is leaving too much medicine in the pump that should be going to his back. Now in addition to the above mentioned problems, my husband is in severe pain and having withdrawals. We cannot get the doctor or the medtronic representatives to help uss. I am afraid for my husband's life and don't know where to turn for help. Can you please advise us?